Event description:
As reported, approximately four years post initial tka, this (B)(6) male patient complained of persistent pain associated with total knee. Patient had a revision of total knee. The liner was exchanged. There was no breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Pictures of liner are available. The device is not available for evaluation as they were lost/disposed of during sterilization process.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately four years post initial tka, this 63 y/o male patient complained of persistent pain associated with a total knee replacement. The patient had a revision; the liner was exchanged. There was no breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Pictures of liner are available. The device is not available for evaluation as they were lost/disposed of during the sterilization process. No additional information is provided. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
As a result of additional information received, fields d10 and h6 have been updated. D10: concomitants: 4310845 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f/3.5t. 4394501 02-010-01-0235 - logic femoral ps cem left sz 3.5. 5034576 200-02-38 - three peg patella 38mm. 5396050 204-70-00 - tibial stem ext. Screw. 5550056 204-34-04 - fluted stem extension 40l x 14 mm. H3: investigation results - the revision reported may have been the result of polyethylene wear and pain. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear and pain cannot be confirmed as the devices were not available for evaluation. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.